Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all orders and patients were not crossing over. A technical support specialist attached an article of "patients and order not crossing to med es server" for the user reference and confirmed the issue was with customer environment . The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system all orders and patients were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.